Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and ten days post a port placement in the right side of the heart via the right jugular vein, the patient allegedly developed with neck pain and swelling. It was further reported that the patient was allegedly diagnosed with thrombosis surrounding the port catheter. Reportedly, the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided for review. The medical record review states that patient underwent port placement procedure on the right side of the heart and two months later, patient underwent venous doppler study reveals an occlusive deep vein thrombosis and after two days she noted increased edema of the hand. Venous doppler was done which showed extensive deep vein thrombosis of right upper extremity veins. She was initiated on eliquis that decreased edema of the arm and decreased shoulder pain. A month later, patient underwent removal of powerport. Therefore, it can be confirmed that the patient experienced pain, swelling and thrombosis. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based on the available information the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and ten days post a port placement in the right side of the heart via the right jugular vein, the patient allegedly developed with neck pain and swelling. It was further reported that the patient was allegedly diagnosed with thrombosis surrounding the port catheter. Reportedly, the port was removed and replaced. The current status of the patient is unknown.